Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist will send a f/u letter to the pt and reviewed the info given to a customer care advocate. In 2010, the pt reported that his onetouch ultramini meter began prompting error 1 at 7:00 p.m. Last month. Although the pt changed the batteries, it is unclear if the error started before or after changing them. The pt continued taking his daily oral diabetes medicine janumet, attempted to "watch" his diet by eating less, and to exercise when unable to test. The pt allegedly saw his doctor because the meter was not working. However, the date and treatment or advice, if any, were not provided. Two weeks after, the pt went to the ER at 4:00a.m. Although the pt denied having symptoms, he did not specify the reason he went or was taken to ER. The pt was treated with IV insulin after the ER obtained 460 on the ER meter. The pt also was diagnosed with a renal hematoma. Presumably the pt's hematoma was treated. Five days later, the pt was discharged at noon. Because the pt alleged he was unable to obtain readings on his meter and then was treated in ER with insulin for an elevated blood glucose result, the complaint is reported. The alleged issue was not resolved. The cca replaced meter, strips, and sent control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.